Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip is not loading and is locked out.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1800730 was manufactured on 07/02/2018 a total of 288 pieces. Lot was released on 07/06/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. A clip was partially loaded incorrectly into the jaws, as the clip was located to the side of the pusher head (distal end of feeder). The partially loaded clip was broken at the hook. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to load properly into the jaws and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the second clip. On the third attempt, the clip was unable to load properly as the rotation tab became bent and the clip became stuck in the bent rotation tab. Resistance was felt upon the trigger pull which suggests that the clips may be out of position in the channel. The next clip was protruding from the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The proximal end of the feeder was bent due to the clip stacking. The sample was received with 9 clips remaining including the partially loaded clip, indicating that 6 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "clip is not loaded and is locked out" was confirmed based upon the sample received. One sample was returned with a clip partially loaded incorrectly into the jaws, as the clip was located to the side of the pusher head (distal end of feeder). The partially loaded clip was broken at the hook. Upon functional inspection, the first two clips were able to load properly into the jaws and was successfully applied to over-stressed surgical tubing. On the third attempt, the clip was unable to load properly as the rotation tab became bent and the clip became stuck in the bent rotation tab. The next clip was protruding from the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The proximal end of the feeder was bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the clip is not loading and is locked out.